Event description:
Healthcare professional (hcp) at center reports towards the end of the pt's (pt) hemodialysis treatment the pt complained of nausea, chest pain and s.o.b. The treatment was terminated at this time. A reused ct190g dialyzer, crit-line and cobe c3 device were used during pt treatment. The pt was diagnosed with hemolysis. The pt required 1 unit prbc's for a drop in hamatocrit (hct) from 40.0 to 31.0. No hospitalization required. The hct of pt unk following the event. The hcp reports he does not believe the dialyzer to be the direct cause of the hemolysis event.